Manufacturer narrative:
Corrected sections: h6 patient code changed to no patient involvement; device code changed to no apparent adverse event trackwise # (B)(4). The bom 7mm extended length endoscope was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported ¿insufficient information". This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during procedure for an endoscopic vein harvesting procedure 7mm extended length endoscope s/n (B)(6) needs repair. Warranty expired apr/06/19.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during procedure for an endoscopic vein harvesting procedure 7mm extended length endoscope s/n (B)(4) needs repair. Warranty expired apr/06/19.